Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 1998. Subsequently, patient was revised on (B)(6) 2013 due to pain from a cement fracture and a loose femoral stem. The femoral stem and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. Number 14 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 19 states, "postoperative bone fracture and pain."